Event description:
It was reported that during a laparoscopic gastric bypass the device was being used on the jejunum. The device transected the tissue, but the staples did not form properly. Another device was opened to complete the case with no pt consequence.